Manufacturer narrative:
As no product was returned, further investigation could not be performed and a specific root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). At approximately 10:00 am the customer had chest pain and tested on her meter with a result of 2.3 inr. Within one hour, the customer drove herself to the emergency room. The result from a laboratory using dade innovin by siemens reagent was 1.69 inr. No treatment decisions were made based on meter result. The doctor only made treatment decisions based on the laboratory result. She was treated with ketamine IV drip and given maalox with lidocaine. She had a cat scan and EKG. It was determined there were no blood clots and she was diagnosed with pleurisy. The customer was released from emergency room 7 hours later, was not admitted to the hospital and patient did not pass out. There was no allegation of an adverse event. Therapeutic range is 2.5-3.5 inr. The customer was anemic in the past however it was confirmed on (B)(6) 2017 that the customer was not anemic. The customer had no antiphospholipid antibodies, and took no other anticoagulants. There were no recent changes to coumadin dose, no diet changes, no new illnesses, and no symptoms of bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 194482-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.